Event description:
N/a.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. It was confirmed that there was leaking from the valve at two holes between the backing and silicone housing just proximal to the widest part of the valve mechanism. Following testing, the reservoir was removed from the valve using a scalpel. The ball and seat mechanism were visualized using a smartscope., which showed a fibrous white material stuck between the ball and seat. When pressing the ball open with a wire, the fibrous material remained stuck to the seat. In a closed position, there was a gap in the ball/seat interface to the top, which would allow increased drainage, as well as reflux, without proper pressure control. The material was not found to be part of the manufacturing process but could not be conclusively identified. Manufacturing records were reviewed, and the device was found to have conformed to specification when released to stock. The manufacturing processes of these valves includes a 100% visual inspection, leak test, and reflux test on the finished assembled device. The leak test includes pressurizing the valve to 6 psi under water and observing for bubble formation. The reflux test includes pressurizing the distal end of the valve to 500 mmh2o and recording the flow rate of air through the device. The leak test has been shown to be able to capture leaks that form from the internal compartments of the valve to the external environment. The reflux test has been shown to capture bypass leaks around or through the valve mechanism. Based on the results of the investigation, the reported issue is confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. A follow up report will be submitted.

Event description:
It was reported that after implantation a certas valve was over draining and was revised. The original adjusted setting was 5. The patient got an over drainage and hygromas. The surgeon adjusted the valve to setting 8 and turned off the valve. The patient continued to have more over drainage and hygromas. The valve was replaced with another valve.